Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e345 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, alarm #18: system pressure and pressure dome membrane leak. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report four alarm #18: system pressure alarms during a single needle mode treatment. The customer stated that the first alarm occurred during the purging air phase, the second alarm occurred at 1398 ml of whole blood processed, the third alarm occurred at 1449 ml of whole blood processed, and the fourth alarm occurred at 1478ml of whole blood processed. The customer reported that the treatment resumed after the fourth alarm, and the treatment made it through the purging air phase, established a separation, and then moved into the collect phase. The customer stated that the interface was about ¼ inch below the level of the laser, and the bowl optic sensor reading was about 170. The customer then reported that two more alarm #18: system pressure alarms occured , and that the treatment still had not been able to make it into the buffy coat collection. The customer stated that they wanted to try and continue to resolve this alarm in order to proceed to the buffy coat collection. The customer reported that they had not seen any air bubbles enter the bowl, did not observe any clots in the tubing, and that the patient's access was flowing adequately. The customer stated that they decided to resume the treatment and decreased the collect rate from 30ml/min to 15ml/min. The customer reported that after approximately 5 to 10 minutes of resuming the treatment, the treatment was able to enter the buffy coat collection phase, the interface was within an 1/8th inch of the laser, and the system pressure was holding between 200mmhg and 240mmhg. The customer stated that the interface layer was beginning to rise up over the shoulder to the roof of the bowl as expected for buffy coat collection part one. The customer reported that he received another alarm #18: system pressure alarm near the end of the second part of the buffy coat collection (elutriation). The customer stated that they then noticed a leak coming from the system pressure dome. The customer reported that the treatment was aborted and the contents of both the treatment and return bags were manually returned to the patient. The customer stated that they did not return any fluids from the centrifuge bowl or any that remained in the kit's tubing to the patient. The customer reported that the patient was in stable condition and would not require any medical intervention. The customer reported that the leak was contained to the upper portion of the pump deck, and that they were able to clean the instrument to their satisfaction. The customer stated that they did not need service. The customer reported that they would call back if there are any issues to report the next time they used the instrument. The kit was not returned for investigation.